Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl, vomiting and a possible urinary tract infection. Troubleshooting was performed, and found that the time and date were incorrect. Assisted with the correct programming. However, the caller did not know if the basal rate or bolus wizard programming were correct. She stated she would be calling the doctor for that information. Advised to call back when she has the correct settings so that we can assist further. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.